Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the er320 during his laparoscopic cholecystectomy procedure (out of kit vdc15). According to the contact person and the surgeon, when trying to apply clip by closing the handle, the clip would not close. A separate er320 was opened to complete the case. There was no consequence to the patient.